Event description:
One patient sample with discrepant results for gentamicin. Initial result gave 6.1 ug/ml; repeated five times giving 1.9, 1.8, 1.7, 1.9 and 1.8 ug/ml. Initial result was not reported. Although an exact root cause was not determined, the field svc rep noted possible bleach contamination in the water filter or degasser, and replaced filter and degasser. Also checked rotor alignment and adjusted. Performance tests were performed.